Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: kra, dqe, dqo.

Event description:
It was reported that during catheter insertion in patient, this swan-ganz cco catheter had pressure measurement issues. When the balloon was inflated, the pressure measured with the pa distal moved up. When the balloon was deflated, no issue was observed with the pressure. After the catheter removal, the displayed pressure values on the monitor went up by inflating the balloon outside of the patients body. The issue was resolved by replacing the catheter. No additional treatment was performed based on this event. No further information was available. There was no allegation of patient injury.